Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted with two prostyle devices after an interventional cardiac ablation procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with both devices. Manual compression was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.